Event description:
The customer reported that the eda (extravasation detection assessory) did not detect an apparant infiltration of contrast into the antecubital fossa. The total volume of contrast to be injected was 150 ml at a flow rate of 2.0cc/sec. It was estimated that approx 35 ml of contrast extravasated into the pt. Pt was treated with an ice bag and monitored for a short time. The pt did not require any other additional medical intervention.